Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no documentation to suggest the patient was in treatment at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this peritoneal dialysis (pd) passed away. The reason was unknown. Attempts to obtain additional information were unsuccessful. It is unknown if the patient was in active treatment at the time of death. It is also unknown what was documented as the cause of death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) passed away. The reason was unknown. Attempts to obtain additional information were unsuccessful. It is unknown if the patient was in active treatment at the time of death. It is also unknown what was documented as the cause of death.

Event description:
It was reported that this peritoneal dialysis (pd) passed away. The reason was unknown. Attempts to obtain additional information were unsuccessful. It is unknown if the patient was in active treatment at the time of death. It is also unknown what was documented as the cause of death.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.